Manufacturer narrative:
E1: initial reporter last name: (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed from the deaeration chamber of a prismaflex m150 set after one hour of continuous renal replacement therapy. The volume of blood loss was not known. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed a leak from the set deaeration chamber. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.